Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer by email on (B)(6) 2020 that he received a text from the surgeron on the same date. The surgeon told him that uploading the images with the cd-drive on the robot took 17 minutes, and that reading the cd on the robot took 05 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis led to the following observations : the reading of the 26 exams from the cd took 17 minutes and 16 seconds. Reading a large amount of files from a cd drive requires some time; although this was perceived by the user as a performance issue, all available evidences indicate that the device behaved as expected and as specified. The loading of exams of interest was successful and took a few seconds, which is a normal behavior. The reported event is confirmed, but based on the investigation performed the device behaved as expected and as specified.

Event description:
The company field service engineer by email on (B)(6) 2020 that he received a text from the surgeon on the same date. The surgeon told him that uploading the images with the cd-drive on the robot took 17 minutes, and that reading the cd on the robot took 05 minutes.